Event description:
Additional information was received via journal article as follows: the patient was reported approximately four years post index procedure, there was also enlargement of the proximal aneurysmal sac to 39 mm in diameter just below the renal arteries. The patient was asymptomatic. The physician elected to implant another manufacturer's thoracic stent graft. The device was positioned just below the renal arteries as a repair bridge. Another manufacturer's aortic cuff was implanted proximal to the endurant stent graft to resolve a persistent endoleak that was revealed by an angiogram. The procedure was completed successfully. A CT scan one year post intervention revealed no signs of endoleak and proper positioning of the stent graft.

Manufacturer narrative:
Pre-op and 4-month post-op scans both show diameters greater than the stent graft dimension of 36 mm in the seal region within 10 mm of the renal arteries. CT scans over four years show disease progression with an increase in aortic landing zone diameter. It is likely that the lack of vessel support for the stent graft seal spring radially loaded the suprarenal stent attachment points and led to the failure of the graft material over the four year life of the implant.

Event description:
Additional information was received for this case. The patient had an intervention. The patient status after the intervention is good. No further details are available.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that during a follow-up cta noted the suprarenal stents were found to have detached due to an unknown cause. No suprarenal stent breaks or type iii fabric endoleak were noticed; however, a type ia endoleak was noticed. The decision was made to treat the patient with a custom made endoprostheses at a later date. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician. Review of cta¿s from 4 years post-implant revealed that the suprarenal stents had separated from the stent graft fabric. The aortic neck diameter at the location of the sma and 3 anterior proximal apices of the suprarenal stents measured approximately 27mm. The neck diameter at the level of the right renal artery (mid-struts) was 31mm, and near the left renal artery (distal posterior struts) was 37mm. The neck was mildly angulated in the a-p and r-l. No obvious suprarenal stent or anchoring pin fractures were observed. Approximately 3cm below the suprarenal stent the detached stent graft fabric was seen and there was a proximal type I endoleak. The 4 proximal markers were visible. The proximal stent graft od was 36mm and the aortic diameter at this location was 47mm. The max diameter aaa measured 6cm. The ipsilateral limb + extension were seen positioned within the left common iliac artery, and the contra limb was placed into the right common iliac artery. Just below the flow divider, the origins of both limbs were acutely angulated l-r prior to tracking down into the iliac arteries. Both limbs were patent and contrast was seen distal to the stent grafts bilaterally. No other stent graft issues were observed. The cause of the suprarenal stent detachment could not be determined from the films provided. Pre-implant and earlier post-implant films were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
Additional film review analysis: follow up CT scan approximately 4 years, 4 months post implant shows stent graft body fully detached from suprarenal stent. The stent graft body has collapsed into the aneurysm sac; blood flow to the iliacs has been maintained. Current patient anatomy shows no aneurysm neck, with diameter at renal arteries of approximately 32 mm and diameter at 10 mm below the renal arteries of approximately 44 mm. It is likely that lack of anatomical support in the seal region of the graft allowed transverse loading of the graft fabric at the suprarenal attachment points and lead to the resulting failure of the attachments.